Event description:
It was reported that the insulin pump had a frosted screen and a broken battery compartment and cap. The customer did not know the blood glucose reading. He stated that the damage was the result of wear and tear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads, a scratched reservoir tube window and a stripped battery cap coin slot.